Event description:
It was reported that the hosp had several endoscopic vein harvesting cases recently that required the procedure to be converted to an open leg procedure. No add'l info was available regarding the exact case numbers, dates and any other related info. Since the hosp did not provide the number of failures, the lot numbers, the date of the occurrences or any failed devices for investigation, only one report will be submitted for the reported info.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.